Event description:
It was reported that the pump was unable to be charged with the usb cable and adapter. The pump was able to successfully charge with an alternate usb cable and adapter. The customer¿s blood glucose level was 170-180 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.